Event description:
A doctor alleged that four (4) patients had experienced sensitivity after light curing the composite with demi plus. This is the fourth of four (4) reports.

Manufacturer narrative:
Specific patient information with regard to age, gender and weight was not provided by the office. The doctor replaced the restoration for the patient, without further incident. To date, the patient is doing fine. A device evaluation is anticipated but has not yet begun.